Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 280 mg/dl. Customer stated that the b button does not always give her the option of entering the carbs. Customer stated that she has to try time and time again before she is able to enter the information. Customer explained that when she uses the b button to bolus, it will ask for the blood glucose level, but it will not move forward to ask her for the carbs. Customer also had an emergency call during troubleshooting for the keypad. Customer reported a broken belt clip. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. Customer was advised to change the infusion set for analysis. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons functioned properly and no damage was noted on the keypad assembly. No unlocked keypad connector was noted. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.